Event description:
It was reported that noise was observed on egms at device changeout. Lead fracture suspected although no evidence of fracture was found via fluoro. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.